Event description:
As per the occurrence report information "according to (the) surgeon, (the) tip of boston scientific zero tip 1.9fr x 120cm (ref: m0063901050) basket broke off during cystoscopy/ureteroscopy (with) stent placement. Surgeon believes that piece of tip was removed during cystoscopy. X-ray was performed during the procedure, with no abnormal findings according to dr. (B)(6)."